Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold since the beginning of last month and that there was an alert for high rv threshold. The rv lead also exhibited low pacing impedance which had triggered an alert. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.